Event description:
Rns was implanted in (B)(6) 2018. The patient developed klebsiella oxytoca meningitis and hydrocephalus. This resulted in explant of the rns system in (B)(6) 2018. No further details were provided by the treating facility.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.